Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the arctic sun was failing calibration for an error 80 (non-recoverable system error). A check of the diagnostics showed it was a failed mixing pump. Biomed stated that they would order and replace the pump onsite.

Event description:
It was reported that the arctic sun was failing calibration for an error 80 (non-recoverable system error). A check of the diagnostics showed it was a failed mixing pump. Biomed stated that they would order and replace the pump onsite.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue was failed mixing pump. A check of the diagnostics showed it was a failed mixing pump. Biomed stated that they would order and replace the pump onsite. The device did not meet specifications, and was influenced by the reported failure. The device was not in use on a patient. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.